Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver an unknown medication. The indication for use was other non-malignant pain. On (B)(6) 2016, the patient reported that they think the device is not working like it should. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.